Manufacturer narrative:
The x2 user guide states: "incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had experienced a low blood glucose level. The customer's spouse gave the customer juice and carbohydrates to address the low bg. After the pump settings were reviewed, the pump carbohydrate ratio setting was found to have been entered as 1u:1.7g instead of 1u:7g of carbohydrates. The customer was in contact with a healthcare provider and had discussed the low bg event.